Manufacturer narrative:
The reported events were lead fracture, sensing noise and inappropriate shocks. As received, a complete lead was returned in one piece. The report events of lead fracture and sensing noise were confirmed. X-ray examination of the lead found the ring electrode cables and two inner coil filars were fractured and separated at the distal region consistent with bending fatigue. Electrical testing found an open circuit due to fractured and separated ring electrode cables. The cause of the reported events of lead fracture and sensing noise was due to ring electrode cables being fractured and separated consistent with bending fatigue.

Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead fracture was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.